Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent rib fixation with multiple implants, after which postoperative radiographs demonstrated a plate fracture and shifting of another implant. No further intervention has been reported to date. Attempts have been made and no further information has been provided.